Event description:
Clinical study. Same case as MFR# 6000089-2004-00136. It was reported that after a coronary artery drug eluting stenting treatment procedure, the pt experienced chest pain. The lesion being treated was a 2.75 mm, 80% stenosed, first obtuse marginal (om1) artery lesion. The lesion was predilated. The physician placed a taxus express2 8.8% 3.0 x 12 mm and 2.5 x 8 mm drug eluting stents in an overlapping fashion. After the procedure, the pt complained of having chest pain. Repeat angiography revealed mild pinching of the om branch, but no significant changes in the vessel. The pt was treated medically. The pt was discharged form the hospital 2 days later on asa and plavix.